Event description:
A system error (se) 2240 (air in line) was identified in the log of a returned homechoice device by a baxter technician. The se occurred on (B)(6) 2011 at 01:43:13. No patient injury or medical intervention was reported. No additional information is available. No additional information is available.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.